Event description:
On 9/22/99, the facility's mgr, central supply informed the MFR's rep of the following: the device came apart in the pt. This is the second event of this nature (same lot number) within a month and a half. A blank product complaint report (pcr) form was faxed to the facility's mgr. Central supply for completion. On 9/28/99, the facility's mgr, central supply informed the MFR's rep that the blank pcr form was forwarded to risk mgmt for completion. It will be completed and faxed along with a release agreement to the MFR's rep as soon as risk mgmt completes it. On 10/20/99, the facility's risk mgr informed the MFR's rep of the pt's ID#, dob, sex, implant/explant physician's name. Implant/explant dates along with this brief description of the event: the catheter was noted to be kinked and split. When asked if an x-ray showed the kink/split, he stated that the report did not specify how this was determined. The facility's risk mgr stated that he would fax the MFR's rep a copy of the facility's medwatch report when completed and a release agreement for return of the device to the MFR for analysis. No further details are available at this time.